Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction.

Event description:
It was reported that this patient's device was having difficulty being interrogated with latitude. Patient was brought into the clinic and the device was still not able to be interrogated. After lengthy troubleshooting the device was successfully interrogated. Recently there was continued difficulty with interrogation and the device was not successfully interrogated. No adverse events.

Event description:
It was reported that this patient's device was having difficulty being interrogated with latitude. Patient was brought into the clinic and the device was still not able to be interrogated. After lengthy troubleshooting the device was successfully interrogated. Recently there was continued difficulty with interrogation and the device was not successfully interrogated. No adverse events. This supplemental report is being filed to provide additional information regarding device explant.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This supplemental is being created to provide additional information regarding device explant.

Event description:
It was reported that this patient's device was having difficulty being interrogated with latitude. Patient was brought into the clinic and the device was still not able to be interrogated. After lengthy troubleshooting the device was successfully interrogated. Recently there was continued difficulty with interrogation and the device was not successfully interrogated. No adverse events. This device was later returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This supplemental is being created to provide additional information regarding device explant. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.